Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref.: (B)(4).

Event description:
Manufacturer's ref.: 228875.

Manufacturer narrative:
It was reported that the compressor did not start. The fuse was already replaced. Our field service engineer replaced a defective power cord. As a precaution, the mains inlet was replaced due to unknown residue inside. The compressor passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. No part was returned. If the power supply fails during operation the compressor will fail to deliver compressed air. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop as a worst case scenario. Alarms will be generated. The conclusion in this matter is that the power cord was defective. As no goods were returned for investigation, the root cause could not be determined.